Manufacturer narrative:
One opened probe was received with a tip protector, in a tray, for the report. The sample was visually inspected and found to be non-conforming with orange or brown foreign material on the port face. The sample was then functionally tested for actuation. The actuation test was unable to be performed as the inner cutter was observed to be broken at the port. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at a couple locations along the inner cutter. Orange or brown foreign material was observed on the port face of the broken port. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the inner cutter was broken at the port. A functional actuation test was unable to be performed due to the broken port, therefore, the reported actuation failure was unable to be confirmed the exact cause of the broken port cannot be determined from the evaluation performed. The reported actuation failure was unable to be confirmed and an exact root cause of the broken inner cuter port could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter probe actuation failure during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.